Manufacturer narrative:
The customer¿s report of a programming issue and overinfusion was not confirmed. There were a total of 18 unique drug ids observed in the returned pcu event log, however none were a match to versed/midazolam. The returned pcu event log does not go back far enough to confirm the programming for the pump module, however based on the key presses and data from the provided all infusion detail report, the medication that was infusing on the device is believed to be midazolam non-weight based dosing 100mg/100ml. At 2:21 pm the rate was 4 ml/hr. At 7:04 pm the dose was changed to 20 mg/hr (rate 20 ml/hr) but less than 4 minutes later it was changed back to 4 mg/hr (rate 4 ml/hr). At 10:29 pm the dose was changed to 2 mg/hr (2 ml/hr). At 11:51 pm the device was channeled off. The volume recorded for the presumed midazolam infusion between 1:04 pm on (B)(6) 2016 and 11:51 pm was 38.39ml. From 3:48 am on (B)(6) 2016 to 10:45 am on (B)(6) 2016, the module was programmed to infuse several different medications through guardrails as well as several basic infusions. None matched the suspected weight based versed parameters that were reported. The root cause of the suspected programming issue and overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported that an infusion of versed 100mg/100ml was ordered to start at 1 mg/hr with the rate to be titrated based on the patient's level of agitation. The infusion was programmed for weight based dosing and was initiated at 0.1 mg/kg/hr. The drip was titrated and weaned between 0.05 - 0.2 mg/kg/hr over 3 days until the discrepancy was discovered and the infusion was held. It was estimated by the reporter that the patient had received approximately 1,150 mg of versed over the previous 84 hours. Mechanical ventilation was provided and unspecified neurological changes were reported. A CT scan, MRI and eeg were completed; no test results were provided.